Manufacturer narrative:
The reporter's meter was returned for investigation. The contamination was observed on top of the display and underneath the meter housing. No damage to the meter housing observed. Display responded properly to touch. The meter was opened and investigated. The seating of the flex cables was checked and the cables were seated correctly. No black pixels were observed on the display. The returned display assembly is found to be contaminated. The cause has been determined to be a customer mishandling issue. Medwatch fields d10 and h3 have been updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
The initial reporter complained of display issues with an accu-chek inform ii meter, which could cause misinterpretation of results. The reporter mentioned the display is "covered in splotches and black pixels." The splotches and black pixels interfere with the results field and the results are difficult to read. The reporter confirmed there is no damage to the outside screen. The reporter performed a reset on the meter and charged the battery, but the issue persists. No misinterpretation of results have occurred.